Manufacturer narrative:
Manufacturer¿s analysis confirmed the customer comment that the device was not functioning properly while running a test; it was found that the electrocardiogram (ECG) connector on the link electronic module (lem) printed circuit board (pcb) assembly was loose. It was also noted that the display overlay/bezel assembly of the device was broken, the radio frequency transceiver (rft) was out-of-specification, the system fan was noisy, and the power cord bay was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found.

Event description:
It was reported that the physician felt as though the programmer was not inhibiting pacing of the device for an underlying rhythm test. It was also reported that the display screen of the programmer was cracked, and the tab of the cord compartment door was missing. The programmer has been returned for repair and a requested test and calibration procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.